Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 548 mg/dl. The customer was treated with insulin shots for high blood glucose. Customer reported that insulin pump had insulin flow block alarm. Customer performed troubleshooting for insulin flow block alarm, rewind the insulin pump. Customer stated insulin pump had not bent cannula. Customer stated insulin exited. Customer refused to perform troubleshooting for high blood glucose. Customer performed self-test and it was passed. The device will not be returned for analysis.